Event description:
It was reported that the ilet bionic pancreas showed gaps on the ilet glucose reports due to intermittent communication loss between the ilet and a dexcom g7 sensor, which the user wears on the back of the arm and covers with a sleeve; the user noted increased signal loss after a recent firmware update on the g7 and was informed that the g7 app can backfill data while the ilet does not. Symptoms included no reported adverse clinical effects and blood glucose around 135 mg/dl without alerts or alarms. Outcomes included no impact on therapy, no medical intervention, and no hospitalization. Investigation included customer counseling and product-use education, including guidance to check the g7 app during future signal losses and to contact support if losses recur. Investigation of this case revealed intermittent loss of cgm-ilet communication without evidence of device malfunction, and potential contributing factors included sensor placement and possible signal attenuation from clothing. It was concluded that the event was a brief sensor communication issue with no clinical consequence and that the ilet functioned as designed given its lack of data backfill.